Event description:
On 24-mar-2025, angelini s.p.a. Provided the following information to bridges consumer healthcare. Angelini s.p.a. Received the information on (B)(6)2025. The report verbatim is as follows: follow-up report of the serious incident, health authority case (B)(4), manufacturer control number (B)(4) was received on (B)(6)2025 from a physician. This case report concerns a senior female patient, who applied thermacare heat wraps for lower back pain on (B)(6)2025. The patient received the heat wrap from her daughter. The batch number of the used thermacare can no longer be identified, since the patient's daughter no longer has the packaging. A short time after the thermacare application, the patient experienced blistering and pain in the lumbar region, the burns were predominantly on the right side, there was no blistering on the left side. The application time of thermacare heat wraps was 3 hours. The patient was treated for her adverse events in the outpatient clinic, no admission to the hospital was necessary, and has since recovered from the adverse events, however, the blistering is still visually noticeable. Outcome: blistering: recovered with sequel, pain: recovered. Angelini medical assessment: the pi of thermacare heat wraps mentions that blistering and the related pain and burn could be adverse events of this medical device. Dechallenge and rechallenge were unknown. Temporal association adverse events-medical device is plausible. Based on the information provided, the causal relationship between thermacare heat wraps and the reported adverse events was considered as possible. The overall assessment for this case is serious/labeled/possible.

Manufacturer narrative:
Ir received on 17/mar/2025 from qa department and the further update on (B)(6)2025, all information were merged together. Complaint number (B)(4). There was limited device-specific information provided for this complaint; no batch number or product type was available for evaluation. Without a batch reference number, a manufacturing and technical assessment cannot be completed for the wrap involved in this case. To identify a most probable root cause, there are pre-identified risk factors that could cause blisters listed in the hazard analysis (B)(4). There are material and product defect risks identified and mitigated to reduce the risk of these defects. In addition to these hazards, there are multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations. Impact analysis: there are pre-identified risk factors that could blisters listed in the hazard analysis (B)(4). During the investigation of this complaint (B)(4) was reviewed and no further risk was identified. Since this complaint is not justified and there is no identified defect, there is no change needed to the risk documentation as a result of this investigation. Based on the information provided, the event of blistering and the related pain and burn as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the device use. The pi of thermacare heat wraps mentions that blistering and the related pain and burn could be adverse events of this medical device. Dechallenge and rechallenge were unknown. Temporal association adverse events-medical device is plausible. Based on the information provided, the causal relationship between thermacare heat wraps and the reported adverse events was considered as possible. This investigation was conducted for an unspecified thermacare product. There was limited device specific information provided. No product type or batch number was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Due to the fact that this complaint was received for an unknown product type and no lot information is available, there is not enough data available to conduct trending. Should more data become available, the complaint will be reopened, and trending will be completed, if possible. To identify a most probable root cause, there are pre-identified risk factors that could cause blisters listed in the hazard analysis.

Manufacturer narrative:
Reportable near incident identified. Investigation in progress.

Event description:
On 20-feb-2025, angelini s.p.a. Provided bridges consumer healthcare the following information. Angelini s.p.a. Received the information on 11-feb-2025. The report verbatim is as follows: this serious health authority case ((B)(4)), manufacturer control number (B)(4) is an initial report from austria (pqc500) received on 11-feb=2-25 from a physician via austrian authority basg. This case report concerns a patient (age and sex not reported), who applied thermacare heat wraps (batch number: unknown, expiry date: unknown) for unknown indication. Concomitant medication(s): unknown. Medical history included: unknown. On (B)(6) 2025 after thermacare heat wraps initiation, the patient complained about blistering and pain. This case report concerns a patient (age and sex unknown) who applied thermacare heat wraps (batch number unknown) for an unknown indication in a hospital on (B)(6) 2025. After a short time, the patient experienced blistering and pain. The application time of thermacare heat wraps was 3 hours. Unfortunately, no further information was available at the time of this report. Outcome: blistering: unknown, pain: unknown. The action taken in response to the events for thermacare heat wraps was unknown. Angelini medical assessment: the pi of thermacare heat wraps mentions that blistering and the related pain could be adverse events of this medical device. Dechallenge and rechallenge were unknown. Temporal association adverse events medical device is plausible. Based on the information provided, the causal relationship between thermacare heat wraps and the reported adverse events was considered as possible. The overall assessment for this case is serious/labeled/possible. The anticipated date of the next report is 02-apr-2025.